Manufacturer narrative:
The subject device is not cleared for sale in the us, but a similar device is commercially available in the us. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that a surgeon noticed a crack on the slot of the centpillar tmzf stem on the x-ray. On (B)(4) 2013, our company representative confirmed that crack was discovered during a routine examination. The surgeon has no plan to revise the patient at this point.

Manufacturer narrative:
Catalog number corrected. An event regarding stem fracture involving a centpillar tmzf size 6 left was reported. The event was confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot code. The investigation concluded based on x-rays that in this well-fixed proximally coated femoral stem, cyclic movement of the stem tip due to the difference in modulus of the bone and stem resulted in likely fatigue fracture of the bifurcated element of the distal stem.

Event description:
It was reported that a surgeon noticed a crack on the slot of the centpillar tmzf stem on the x-ray. On (B)(6) 2013, our company representative confirmed that crack was discovered during a routine examination. The surgeon has no plan to revise the patient at this point.